Event description:
It was reported that the customer was unable to complete replacing the hard disk drive on the 9800 system after it displayed a slow response to most of the buttons. Also, sometimes the recalled image would be the wrong image. The customer already had a spare hard drive, but due to the incorrect sequence of reloading software on the new hard drive, but the system was inoperative.